Event description:
Reference MFR reports # 1627487-2013-12090 and 1627487-2013-12091. It was reported the patient felt pain at the anchor site following a fall. Two weeks later a sore developed at the site. The physician suspects infection but is uncertain if it is product related. The patient was treated with oral antibiotics. Follow-up revealed the scs system was explanted.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.